Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was a probe actuation failure during a vitrectomy procedure. The status of the aspiration function was not known. The product was replaced with another one and the surgery was completed. There was no harm to the patient. The product sample was retained. No additional information is expected. This is one of two reports for this facility.

Manufacturer narrative:
One vitrectomy probe sample was returned for evaluation for the report of an actuation failure. A review of the related device history records associated with the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there were two other complaints for the reported issue. The probe complaint sample was visually examined and it was deemed nonconforming. The needle was broken off just above the stiffener. No functional testing could be performed due to the damaged needle. The evaluation could not confirm that the probe did not actuate due to the damaged condition of the returned complaint sample. The root cause for the actuation failure could not be determined from this evaluation. No specific action with regard to this complaint was taken as the root cause for the complaint issue cannot be determined from this evaluation (B)(4).